Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). Problem code 1987 captures the reportable event of bladder perforation. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6)2014. According to the complainant, the anterior vaginal wall was dissected, and a total of four nylon sutures were placed for arm placement in each direction. Then, the bladder mucosa was checked using cystoscope and about 3 cm damage in the right bladder trigone was noted. Subsequently, the bladder injury was closed with a few 3-0 vicryl knot sutures. Additionally, medical examination was requested of a urology physician, and it was confirmed that the damage was not near the ureteral opening. After that, mesh was placed again as planned, and the procedure was completed. Reportedly, after the procedure, a urethral catheter was placed for one week then removed and there was no residual urine nor hydronephrosis found. The patient was discharged on the 11th day after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, the anterior vaginal wall was dissected, and a total of four nylon sutures were placed for arm placement in each direction. Then, the bladder mucosa was checked using cystoscope and about 3 cm damage in the right bladder trigone was noted. Subsequently, the bladder injury was closed with a few 3-0 vicryl knot sutures. Additionally, medical examination was requested of a urology physician, and it was confirmed that the damage was not near the ureteral opening. After that, mesh was placed again as planned, and the procedure was completed. Reportedly, after the procedure, a urethral catheter was placed for one week then removed and there was no residual urine nor hydronephrosis found. The patient was discharged on the 11th day after the procedure.